Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was re-admitted in the emergency room (ER) on (B)(6) 2013 with respiratory distress, acute liver failure, and severe acidosis. The pt eventually cardiac arrested the next morning and was not able to be resuscitated. An autopsy was performed an unfortunately the cause of death was indeterminate. Upon retrieval of the pump, the hospital did visualize thrombus or some type of matter inside the pump. The hospital is requesting a pump analysis.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.